Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a poor connection in a groshong nxt connector is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The connector pieces were returned assembled. A microscopic observation revealed a gap between one locking arm of the proximal connector piece and the catch slot of the distal connector piece. An attempt was made to disassemble the connector pieces and the connector was found to be able to be pulled apart by hand with relative ease. The distance between the locking arms of the proximal connector piece was measured and was found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when the catheter was connected to the extension tubes supplied with the catheter, no "click" sound was heard and detachment occurred just with a gentle pull. Spare separately-packaged extension tubes were immediately used to complete catheter placement. The personnel performing catheter placement notified us that there was no human operating errors.

Event description:
It was reported that when the catheter was connected to the extension tubes supplied with the catheter, no "click" sound was heard and detachment occurred just with a gentle pull. Spare separately-packaged extension tubes were immediately used to complete catheter placement. The personnel performing catheter placement notified us that there was no human operating errors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling the two-piece connector was inconclusive due to poor sample condition. One photo of a 4 fr groshong nxt connector was provided for evaluation. Both sections of the two-piece connector were shown in the image and are not assembled. The catheter is not visible. No apparent damage is observed on the components. The component properties and dimensions could not be inspected from the sample provided. Based on the description of the reported event, possible contributing factors include premature activation of the compression sleeve, catheter bunching and damaged locking arms; however, the exact cause could be determined from the photo sample and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2403 showed eighteen (18) other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported that when the catheter was connected to the extension tubes supplied with the catheter, no "click" sound was heard and detachment occurred just with a gentle pull. Spare separately-packaged extension tubes were immediately used to complete catheter placement. The personnel performing catheter placement notified us that there was no human operating errors.